Event description:
Pacemaker malfunction. Patient admitted to replace pacemaker. As old pacemaker was being removed it was noted that the header of the device was partially avulsed from the top of the can.